Manufacturer narrative:
The device has not been received to date. The customer cleaned the socket connector, and the device was working again. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported that when preparing the evis exera iii xenon light source for use, a b30 and e315 (scope communication error) occurred. The unspecified diagnostic procedure was successfully completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information from a customer follow-up; updated b5. Olympus will continue to monitor the field performance of this device.

Event description:
The end user reported that after cleaning the base and troubleshooting on the phone, the issue was resolved. The end user also reported no patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to dirt on the connector. Olympus will continue to monitor field performance for this device.